Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop due to oil on motor assembly. Unable to verify excessive no delivery alarms due to constant motor error alarm; also a grinding motor noise anomaly noted during rewind and displacement test due to faulty motor. The insulin pump passed displacement and prime/a33 tests. The insulin pump has cracked battery tube threads, cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.